Event description:
It was reported that the patient presented for follow up with the atrial under-sensing exhibited by the pulse generator, which caused a delay in automatic switch. Programming adjustments were discussed; however, no interventions or patient symptoms were reported.